Event description:
No alarms were present and the pt completed treatment without incident. Approx twelve hours after dialyzing the pt was admitted to the emergency room for complaints of nausea. Staff realized that the pt had recently dialyzed and decided to pull cultures from the machine used for treatment. Results indicated low co2 levels. Staff then proceded to pull cultures for additional pts that had been treated using the same machine. Results also indicated low co2 levels. The machine was pulled from the floor for evaluation. No other pt complaints or incidents were reported.